Event description:
It was reported that after implant procedure, when the pocket was already closed, the device was interrogated and, backup vvi mode was observed. Device image was analyzed, and the ICD was in backup before implant, in (B)(6) 2016. The physician did not interrogate the device before implantation. Normal function was restored by software download. The device remains implanted. Patient condition was good.